Event description:
During programming history review, it was observed that the patient had system diagnostics performed confirming high impedance. The patient was not programmed off and no additional system diagnostics are available. No additional relevant information has been received to date.

Event description:
Per the physician, neck xrays demonstrated integrity of the lead. No additional relevant information has been received to date.